Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the study had large ignores. Technical support logged in to the site and viewed the study and saw a high baseline with ignores due to high ph values. Customer stated that the physician will repeat the study. There was no reported patient involvement and outcome.

Manufacturer narrative:
Additional information: device evaluation the accuview graph from the study was returned for evaluation. The ph readings were high above normal throughout a significant part of the procedure. A reading above 8ph is considered an out of range value causing the appearance of the blue lines on the graph. High ph values appear repeatedly throughout this study. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the study had large ignores. Technical support logged in to the site and viewed the study and saw a high baseline with ignores due to high ph values. Customer stated that the physician will repeat the study. There was no reported patient involvement and outcome.